Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), migraine ("migraines"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and vaginal infection ("abnormal vaginal infections"). The patient was treated with surgery (surgery to remove the essure device and a hysterectomy). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, dysmenorrhoea, migraine, back pain, dyspareunia, alopecia, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal infection to be related to essure (ess205). The reporter commented: since having the surgery, patient's symptoms were mostly resolved. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pelvis pain"), abdominal pain ("severe abdominal pain"), incision site haemorrhage ("post-operative hemorrhage from vaginal incision"), abdominal infection ("infection: abdominal/vaginal") and genital haemorrhage ("abnormal, heavy bleeding") in a 21-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure conirmation test". The patient's past medical history included anemia and removal of kidney stone. Concurrent conditions included hypertension, hypoglycemia and postoperative hemorrhage. Concomitant products included medroxyprogesterone (depo provera) since 2001 to may 2007 for birth control as well as hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 20 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced migraine ("migraines"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and headache ("headaches"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), incision site haemorrhage (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia), blood clots"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), vaginal infection ("abnormal vaginal infections/ infection: abdominal/vaginal") and abdominal pain lower ("constant lower abdomen pain"). The patient was treated with oral contraceptive nos, surgery (laparoscopic assisted vaginal hysterectomy to remove assure and further injuries) and surgery (ligation of vaginal bleeder). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, incision site haemorrhage, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain, dysmenorrhoea, migraine, back pain, dyspareunia, alopecia, vaginal infection and procedural pain was resolving and the abdominal infection, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal infection, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, incision site haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: since having the surgery, patient's symptoms were mostly resolved. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporter added. Plaintiff¿s demographics, historical condition and concomitant medications added. Essure indication and stop date (previously reported as 01-apr-2017) updated to 12-apr-2017. New events abnormal bleeding (vaginal), infection type: abdominal/vaginal, post-operative hemorrhage from vaginal incision, headaches, pelvic pain, lower abdominal pain & device monitoring error are added. Outcome of prolonged menses updated to recovered. Lab data and treatment drug added. On 1-mar-2018: medical record received, reporter added, patient concomitant condition and historical condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pelvis pain"), abdominal pain ("severe abdominal pain"), incision site haemorrhage ("post-operative hemorrhage from vaginal incision"), abdominal infection ("infection: abdominal") and genital haemorrhage ("abnormal, heavy bleeding/bleeding") in a 21-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure conirmation test". The patient's past medical history included anemia and removal of kidney stone. Concurrent conditions included hypertension, hypoglycemia and postoperative hemorrhage. Concomitant products included medroxyprogesterone (depo provera) since 2001 to may 2007 for birth control as well as hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 20 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia), blood clots"). On (B)(6) 2007, the patient experienced migraine ("migraines"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and headache ("headaches"). In (B)(6) 2007, the patient experienced abdominal infection (seriousness criterion medically significant) and the first episode of vaginal infection ("vaginal infection"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("hypertension"). In (B)(6) 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), incision site haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), the second episode of vaginal infection ("abnormal vaginal infections/ infection: abdominal/vaginal") and abdominal pain lower ("constant lower abdomen pain"). The patient was treated with oral contraceptive nos, ibuprofen, colecalciferol (vitamin d), surgery (laparoscopic assisted vaginal hysterectomy to remove assure and further injuries), surgery (laparoscopic assisted vaginal hysterectomy to remove assure and further injuries), surgery (ligation of vaginal bleeder) and surgery (ligation of vaginal bleeder). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, incision site haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, alopecia and headache had resolved, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, the last episode of vaginal infection and procedural pain was resolving, the abdominal infection and abdominal pain lower outcome was unknown and the hypertension had not resolved. The reporter considered abdominal infection, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypertension, incision site haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure (ess205). The reporter commented: since having the surgery, patient's symptoms were mostly resolved. Most recent follow-up information incorporated above includes: on 1-jun-2018: event added- hypertension, vaginal infection. Events onset date updated. Outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.